Event description:
In 2002 cryopreserved aortic valve and conduit was implanted into a patient with a history of stenosis, regurgitation, and chronic sinus infections. Reportedly, the patient subsequently expired due to complications associated with subacute endocarditis allegedly involving the organism aspergillus. No samples were provided to cryolife for examination or microbial testing. Cryolife's request for specific medical information about the patient and incident was denied.